Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had a ¿poor communication¿ screen on the patient programmer (pp). The patient was unable to communicate with the ins using the ins recharger (insr). The patient last felt stimulation 3 ¿ 4 weeks prior to the call and last successfully recharged the ins 3 ¿ 4 weeks prior to the call as well. The patient reported that they couldn¿t charge the ins ¿a week or 2¿ prior to the call. It was reported that the patient saw a "reposition antenna" screen on the insr when they tried to charge. No symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the reason the patient could not charge was because they went too long without charging. The patient talked to a manufacturer's representative (rep) and were walked through the procedure over the phone. The inability to charge and lack of communication were resolved. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.